Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer loaded cold insulin into the cartridge. Customer filled the tubing and resumed insulin deliveries. The customer's blood glucose level was in the 300 mg/dl range. Additionally, it was reported that the insulin gauge was inaccurate. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.